Event description:
It was reported that oversensed noise and an increase in threshold were observed on the right ventricular (rv) lead. Lead degradation/insulation breach was suspected. The rv lead was capped and replaced on (B)(6) 2022. There were no adverse consequences to the patient. The patient was in stable condition.

Manufacturer narrative:
UDI not available as the product was manufactured on or before 23 sep 2014.